Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient reported a yellow wrench while connected to mobile power unit (mpu). Patient moved to battery and will return to hospital for a loaner. Of note, a couple weeks ago patient reported hearing an alarm while trying to connect to wall power. The clinic could not reproduce issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a yellow wrench alarm being active while connected to the mobile power unit (mpu) and an alarm occurring while connecting to wall power was not confirmed. The returned mpu serial number: (B)(6) was evaluated at service depot and the unit was found to function as intended during analysis. The unit was connected to a test controller and operated a mock circulatory loop without any issues or atypical alarms produced. The returned mpu was functionally tested and the unit passed all tests. The mpu and the v-lock power cord were returned to the customer site. No log files were submitted for review. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the mobile power unit, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. The mobile power unit was shipped to the customer on (B)(6) 2021. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) section 3, entitled ¿powering the system¿, explain all the mpu alarms. This section states ¿the yellow wrench symbol illuminates when the mobile power unit detects a mechanical, electrical, or software issue with the system. This is an advisory alarm. When the yellow wrench illuminates, switch to two fully charged heartmate 14 volt lithium-ion batteries.¿ this section informs the user of the proper actions to take if the yellow wrench alarm activates. This section also informs the user to inspect the mpu patient cable and ac power cable for damage daily, and not to use the mpu if either cable shows signs of damage. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the yellow wrench alarm conditions on the mpu, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the mpu. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.